Event description:
Hcp reported pt complained of a metallic taste in their mouth. After unidentified troubleshooting was done the decision was made to explant the pump. The pump was removed and replaced in 2004. At explant it was found that the connector was cracked/split along where it snaps to the pump. Fluid was also found in the pump pocket. The pump was returned to the manufacturer for analysis.